Event description:
Reporter stated the patient has experienced hyperglycemia of up to 300 mg/dl during the night for the past week. Her normal blood glucose is 150-200 mg/dl, and she believes the insulin delivery of the infusion device is inaccurate. She also reported the protective rubber on the buttons is damaged. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).